Event description:
Confirmed revision of pinnacle implants. Reason not provided, revision date confirmed.

Event description:
Update (B)(4) 2013: patient dems; surgery notes; pathology report; clinical correspondence.

Manufacturer narrative:
This complaint has been reopened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases found additional similar reporting against the 2132499 lot code. A review of device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. The search of the complaints databases found no additional similar reports against the remaining product/lot code combinations. No additional information was made available to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update jul 2, 2013: complaint description; doi; product/lot revised for noise and metallosis found.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes y55a91000, 2125481, 2140612, ah6eh1000, ab3b44000, and z88b84000. A search of the complaint database finds additional reported incidents against lot code 2132499 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. Review of provided patient x-rays finds the cup is noted on the x-rays as steep and this is reported in the clinical correspondence as 70deg. It is likely this contributed to the need for revision but it is not possible to confirm high wear without the device. The squeaking and grinding sensation may be due to the steep cup angle leading to mixed or boundary lubrication, again without the implant it is not possible to confirm this absolutely. It would seem unlikely that the need for revision was due to device. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
Corrected: information received from (B)(6). Confirmed revision of pinnacle implants. Reason not provided, revision date confirmed. Doi - (B)(6) 2006. Update (B)(6)2013: in 2008 patient became aware of squeaking sensation in the left hip which progressively became worse. He also became aware of a grinding sensation within the groin and a burning sensation around the left hip scar. The revision took place on the (B)(6) 2010, during which there was clear evidence of metallosis around the left hip. Reopened - 29 nov 2013 - dems, surgery notes, correspondence and pathology report received from hospital. X-rays re-requested. Details attached. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.